Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03629.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, following the withdrawal of the initial delivery system, 29mm sapien 3 valve and esheath, new devices were prepared. The tortuous section of the aorta was ¿stretched¿ with an extra stiff guidewire. Valve alignment was performed in the original section of the aorta without issue. The sapien 3 valve was delivered to the annulus and deployed with nominal volume. However, the valve appeared to land ¿slightly asymmetrical¿. Blood was also observed in the inflation syringe. The delivery system was withdrawn without difficulty. A lateral and vertical tear in the middle of the balloon was observed. Due to the asymmetrical expansion of the valve and mild paravalvular leak (pvl), post dilation of the valve with nominal volume was performed using a new (third) delivery system. Eventually, the valve was properly expanded without pvl. The procedure was completed without any injury to the patient. At the time of this report, the patient was doing well. The native annular diameter measured 33.8mm by CT. Mild valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 6.8mm with mild calcification and moderate tortuosity reported.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was returned for evaluation. The delivery system was returned inserted through the loader cap. Visual inspection of the delivery system revealed a longitudinal and radial balloon burst. The returned device did not appear to be missing any balloon pieces. No other abnormalities were observed on the delivery system. Review of the CT images of the patient anatomy revealed the patient had calcified and tortuous vessels. Calcification in the annulus was also observed. Dimensional analysis of the single wall thickness was performed at different locations along both sides of the longitudinal tear. All measurements met specification. Functional testing was not able to be performed due to the condition of the returned device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the balloon ¿ burst was confirmed based on visual inspection. However, no manufacturing non-conformances were found in the returned sample. In addition to the procedure itself, patient factors (access vessel calcification and tortuosity, calcified aortic annulus) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The occurrence rate does not exceed the october 2017 control limits for the trend category of ¿balloon burst¿. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2017-03629.